Event description:
The facility reported an infusion pump as an out-of-box failure with failure code 810:04 during biomed testing. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event.